Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows three maxcore devices in which two of them was in half primed position in their respective open packages. The labeling information on the package is verified with tw. No other visual anomalies are observed. Based on the review of the photos, the reported issue cannot be confirmed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure performed through normal tissue using a maxcore device. It was further reported that there was a bit stuck but the firing button still can be pressed and the outer cannula is not released. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.